Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their urinary incontinence started like someone flipped a switch and they could no longer retain urine until they got to the bathroom. They started flowing like a nonstop river where the dam burst and there was no stopping it. After speaking with a manufacturing representative (rep), it appears as if it is just not working for them. They have no control over them urinating at will, it has a mind of its own. Catheterization was not a part of their standard of care prior to implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was since implant the patient has not had success with their therapy. The patient stated that they are so incontinent that they don't leave their apartment and they have gone back to having to wearing diaper pads. Patient said they are also not happy with the ins because they aren't able to get mris. Patient said they're spending $300 a month on diapers and pads and they are on a fixed income. Patient said that they were in the hospital for 8 weeks and used a catheter for a week. Patient said after they removed the catheter, they had to change them every 2 hours because they were soaking wet. Patient said that they have tried all 4 programs and have increased their stimulation multipletimes on each program and have never seen a noticeable difference. Patient also mentioned that their right side feels like it's black and blue and that they've been rubbing their back and putting a lotion on it. They said it doesn't look black and blue but it's sore to the touch. Patient wanted to know if they should have their implant explanted. Reviewed therapy information and redirected the patient to their managing healthcare provider to check the circuitry and internal components and/or discuss explant.